Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and reservoir does not stay in place. Customer was treated with pump. Customer¿s blood glucose level was 237 mg/dl. Customer stated that reservoir goes into the pump it¿s no longer holding in place. Customer was assisted troubleshoot for bumped/dropped/cosmetic damage. Customer states piece of plastic broke off about half an inch in size. Customer states reservoir does not stay in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.